Event description:
It was reported that during follow-up one month post shoulder arthroscopy procedure the nurse noticed two open lesions (burns) on the lateral dorsi area. Facility unsure where ground pad was placed during procedure. Post-operative notes conflict with scrub nurse's recollection. Valley lab ground pad was used. Facility unsure if patient injury is related to the surgery. Physician is treating wounds, no further complications have been reported.